Event description:
It was reported during a laparoscopic rectum resection, the device cut, but failed to apply the staples because the reload was empty. The bowel opened and poured part of its content into the abdomen. The procedure was immediately converted from stapled to sutures with an extension in operating time of about 1 hr. There was no adverse consequence to the pt.